Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system machine was failed to connect. A field service engineer switched network configuration from transmission control protocol (tcp) to dynamic host configuration protocol (dhcp) per customer request. Device still failed to connect and identified as data issue. Customer had it resolve the problem. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was not connecting. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.